Event description:
The customer states that the cell-dyn 1800 analyzer generated discrepant results for one patient for hemoglobin. The cell dyn 1800 yielded an initial hemoglobin result of 6.7 g/dl which repeated as 8.0 g/dl. The results were questioned by a physician. The sample was sent to a reference lab obtaining a result of 10.5 g/dl, method used was not provided. No impact to patient mgmt was reported. Service was dispatched to the customer site for troubleshooting.

Manufacturer narrative:
Investigation summary: discrepant results for hemoglobin for one patient generated using a cell-dyn 1800 analyzer. The customer technical advocate (cta) found the operator did not run a background prior to running the first sample. The cta instructed the customer that if the instrument is idle for more than 15 mins a background should be run prior to running patients or controls (operator's manual, 07h80-01, rev m, pp. 5-49, 5-58, 6-1311-3, 11-25, c-8). The cta also instructed the customer on specimen handling (sample should be run between 30 mins after draw to 8 hrs after draw for most accurate results (p.5-52). The cta checked the hgb reference value (1916, range=1800 to 2000) and requested a precision be run. The precision identified the precision for wbc and hgb were out of specification. A request was made for a field service rep (fsr). The customer stated the lyse syringe may be the original from installation (2004). The fsr visited and replaced a leaking 10 ml diluent syringe, then ran all associated vps (verification procedures). The issue was resolved. The operator's manual's, section 9 service and maintenance page 9-1) states that overdue maintenance is usually indicated by an increase the imprecision of one or more of the directly measured parameters (wbc or rbc or hgb or plt). This imprecision is due to carryover or dilution/sampling inconsistencies. On page 9-69, under as required maintenance, the manual states that syringes may, rarely, require replacement because of accidental breakage or other unusual circumstances. The other variable - the lyse syringe, suggested by the customer and section 10: troubleshooting and diagnostics (page 10-36) was not found by the fsr to be the source of the imprecision, but the 10 ml syringe was not found to be leaking. Trending: a review of complaint reports, for the period jan 2007 through july 2007, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01 for issues with low hgb results on patients or training of operators. Labeling: the event is addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev m section 5: operating instructions: specimen analysis; specimen stability p. 5-52; section 9: service and maintenance overview, p. 9-1. As required maintenance cleaning replacing syringes: p. 9-69 section 10: troubleshooting and diagnostics: index of error messages and conditions: data problems; inaccurate wbc/hgb reading due to incorrect/inconsistent injection of lyse. Decreased lyse=wbc_. Hgb increased lyse = inaccurate diff; page 10-36 recommendation to run backgrounds after 15 mins idle time: pages 5-49, 5-58, 16-13, 11-3, 11-25, c-8. Conclusion: issues were identified with running samples after 15 mins idle time, specimen stability (30 mins to 8 hrs of draw time) in addition to the issue of imprecision for wbc and hgb which identified the leaking syringe which was changed. The customer was instructed on sample handling procedures. Service further resolved the issue. No impact to patient mgmt was reported. This is the final report. End of report.